Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation results confirmed the main switch was an older version. Since the product was manufactured prior to a design change of the power switch, it is likely the power switch was damaged due to the amount of operating force applied to the power switch and the number of times exceeding the expected value. A design change has since been made to prevent reoccurrence.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated for the user reported problem of "power button broke using a qtip to turn on and off." The reported problem was confirmed and the power button found faulty. The button was determined to be a previous version power switch and found broken off from the front panel. Additional wear and tear to the device was noted but determined unrelated to the user's reported problem.

Event description:
The user facility reported to olympus that the power button "popped off" of their evis exera iii xenon light source and they were using a "q-tip to turn on and off." The reported problem was reportedly found during reprocessing.